Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) noted in both eyes one day following lasik treatment. The patient was prescribed oral steroids and his topical steroids were increased. The patient was asymptomatic. In a follow up with a technician, he indicated the dlk had resolved at the patient's (B)(6) 2014 exam. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).